Manufacturer narrative:
(B)(4). The internal investigation into complaint related device included the following: - the product met acceptance criteria for qc release. The processing records indicate that the lot was irradiated within process parameters. Dose audit for the sterilization process was acceptable for the lot. Results of bacterial endotoxins testing were acceptable. -there were no nonconformance related to issue reported was revealed during review of device history records. -the distribution history records for reported lot revealed that, of (B)(4) devices released to finished goods for lot sp100184, (B)(4) devices have been distributed. - as per query of complaint management database, no other complaints related to the reported event have been reported to lifecell for lot sp100184. (B)(4). Based on internal investigation into the reported lot (no other complaints related to the issue reported for the lot; review of batch processing records for dose audit results, sterilization records; the duration between the implantation of strattice bps devices and the infection and nature of the organism) the event is highly unlikely related to the strattice bps. Mycobacterium is an opportunistic organism associated with surgical site infections and has been found to be typically sourced from water and soil. Candida lipolytica is an opportunistic organism and is associated with use of catheterization. Seroma is an anticipated event during breast augmentation procedure regardless of use of a strattice bps.

Event description:
It was reported that on (B)(6) 2015 a patient was implanted with strattice bps in bilateral breast augmentation mastopexy procedure. On (B)(6) 2015, the patient developed an infection on only the right breast and an increase in volume. The patient was sent for an ultrasound and showed seroma. On (B)(6) 2015, the doctor drained the right breast in his office. Cultures of seroma were taken and showed growth of mycobacterium/ candida lypolytica. On (B)(6) 2015, the patient was seen in the ER and the right breast was drained again. Due to suspected infection the strattice and implants were explanted bilaterally on (B)(6) 2015.